Event description:
It was reported that the patient experienced uncomfortable stimulation, numbness in the legs and inadequate pain relief. The patient underwent an explant procedure. All device components were removed and discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 16289747.